Manufacturer narrative:
Duragen was not returned for evaluation (as it is still placed in patient) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Based upon posters presentations displayed at "(B)(6) neurosurgical society" held on (B)(6) 2020, it was reported that duragen was placed with onlay and inlay for an unspecified procedure on an unspecified date. After the procedure, infection was observed and cerebrospinal fluid leakage was also confirmed. No further information is available.